Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that there was a recharge antenna failure, stuck on checking the recharger screen and the recharge antenna cable was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Serial number not obtained due to the outcome of the call. The reason for call was pt reported the controller was blank/unresponsive since about a week ago. Pt noted in the past they had a replacement device overnighted to them. Pt was currently driving and noted they couldn't troubleshoot nor did they have all of their external equipment. Troubleshooting was unable to be performed as the pt didn't have their external equipment with them and they didn't want to troubleshoot. They repeated that they aren't able to charge implantable neurostimulator (ins), and recharger telemetry module (rtm) is getting hot. Pt had controller with them, so pss had them check controller port and it looks intact. Due to escalated nature of first call, pss ordered ptm but also an rtm via repair email. Additional information was received from a patient (pt). It was reported that the pt is seeing an rm-03 code, even though they have received a new recharger (rtm) and controller. A replacement battery pack was sent out. No symptoms were reported.